Event description:
The complainant reported a 69 year old male patient presenting with acute myocardial infarction and cardiogenic shock for hemodynamic support using the impella cp optical device. While attempting to wirelessly re-cross the aortic valve, the pump's cannula folded over on itself. A snare was required to straighten and remove the pump.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.